Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and a luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during drain two of five. The patient was connected at the time of the alarm. The patient stated that they did not intentionally disconnected from the patient line; however, they found that the patient line of the cassette line had gotten disconnected from the transfer set when they woke up and they reconnected the line. The renal therapy service agent (rtsa) explained the cause of the alarm, assisted in ending therapy, and advised the patient to start over with all new supplies or continue with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.